Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The biomedical engineer at the customer facility stated that the customer was doing the safety disk leak test incorrectly, they had the disk plugged before the iabp required it. The comp rep observed "autofill failure" alarms in the fault log. He found that the vacuum line from the vacuum reservoir to k5 was kinked. This caused the failure of the bimba cylinder to move to the empty position. The comp rep cut off the kinked tubing and reattached the tubing to the reservoir. The iabp was tested to factory specifications. It functioned normal and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp would not fill and generated "autofill failure" alarm and also failed the safety disk leak test. The pt was switched to another iabp and therapy was continued. No pt injury was reported.